Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Complainant alleged that the ventilator exhibited a no o2 dosing alarm during pre-use checks. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Updated sections: g6, h2, h3, h6, and h11. Zoll medical corporation has not received the product for evaluation, however the customer provided pictures for evaluation. The customers reported complaint was confirmed which is indicative of a faulty pressure regulator within the inspiration block assembly. It was recommended to replace the inspiration block.